Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred while charging pump battery and pump shutdown. Another wall adapter was used to charge the battery. Reportedly, customer loaded a new cartridge and insulin delivery was resumed. Customer's blood glucose was 213 mg/dl.